Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging all the keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up # 1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the keypad symbols are worn, with no peeling or damage. The contrast button has an intermittent response removed keypad and found contamination under all contacts. There's a crack along the battery comp. Unrelated to this complaint, the display is dim/fading but when replaced with test screen it functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.